Event description:
Medtronic received information that this transcatheter valve, implanted 2 years, had a stent fracture which embolized to the patient's pulmonary artery. It was reported that 2 numed stents were placed in the existing valve and then a second transcatheter pulmonary valve was placed (valve in valve). In addition, the embolized section of the stent was successfully retrieved from the pulmonary artery. It was also reported that during insertion and balloon expansion of the valve, the two delivery balloons ruptured. The ruptures were the result of the balloons coming in contact with a jagged piece of the previous valve.

Manufacturer narrative:
(B)(6). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product for analysis, no definitive conclusion can be drawn regarding the performance of the product or the cause of the clinical observation.